Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site. Investigation of tif images revealed that the images were slight dark. Fe performed camera adjustment to resolve issue. Customer ran qc to verify repair. No incorrect or erroneous results were reported as a result of this incident. There was no harm to any patient. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
Customer stated provue is reporting false negative reactions for antibody screen tests with five samples that have previous history of antibodies, ( anti-kell and anti-d). This is incident # I of 5. (B)(4).